Event description:
It was reported that this implantable cardioverter defibrillator inappropriately delivered atrial tachycardia pacing (atp), and inappropriate shock. There were ventricular tachycardia (vt) episodes observed; however, the device treated for atrial tachycardia (at) instead. One particular episode appeared to show fast at with 1 to1 conduction, which was appropriately corrected by the device. However, the device then delivered atp. A pdf file has been submitted to technical services for further review. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator inappropriately delivered atrial tachycardia pacing (atp), and inappropriate shock. There were ventricular tachycardia (vt) episodes observed; however, the device treated for atrial tachycardia (at) instead. One particular episode appeared to show fast at with 1 to1 conduction, which was appropriately corrected by the device. However, the device then delivered atp. A pdf file has been submitted to technical services (ts) for further review. A ts consultant discussed that this device provided the patient with inappropriate tachy therapy due to rapidly conducted atrial rhythm. To avoid these episodes, programming changes were recommended. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a request was submitted to the field to obtain additional information regarding this event. No further information has been provided.